Manufacturer narrative:
There is no objective evidence that suggests a baylis medical device caused or contributed to the reported complications. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A pericardial effusion requiring intervention using the versacross connect transseptal dilator , versacross rf wire, watchman double curved fxd sheath and abbott ice catheter. Transseptal crossing was successful using the versacross connect transseptal dilator , versacross rf wire and double curved fxd sheath (non-baylis device). The physician predilated the septum using the versacross connect transseptal dilator and double curve fxd sheath before advancing the ice catheter (non-baylis device) into the left atrium. Once the ice catheter was in the left atrium, the physician readvanced the double curved fxd sheath into the left atrium. The physician felt resistance while using the ice catheter. The physician was able to see the trabeculation in the left atrial appendage indicating the location of the catheter. The patient's pressure dropped and an effusion was noted in the left atrium via intracardiac echocardiograph (ice). Pericardiocentesis was performed followed by CPR. The patient was transported to the or for surgery. During the surgery, the physician noted an 18 gauge hole in the left atrial appendage . The patient was treated and was stable after surgery. Later that evening, the patient expired. The physician commented that ice catheter caused the pericardial effusion. There is no objective evidence that suggests a baylis medical device caused or contributed to the reported complications. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross connect transseptal dilator with the report number 3019751610-2022-00054 .